Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia automated pd cycler set had the patient line cap (pull ring) ¿fall off¿. This occurred during set up for peritoneal dialysis (pd) therapy. When this occurred, the patient had placed the line on the organizer and then was unsure how the cap fell off. There was no report of patient injury or medical intervention associated with this event. No additional information is available.